Event description:
The following has been reported: biomed reported: sticky prongs, lever is too stiff and hard to push down, "air in line" message continued even after troubleshooting multiple times- no patient harm. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.